Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: unknown, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning trial patient with wireless external neurostimulator (wens) for unknown indication. It was reported the patient was experiencing pain and burning in her right leg and foot in recovery after the trial procedure. The leads were placed epidural and intraop testing was performed, all providing normal response and results. Post-operative, stimulation was turned on, but the patient could not drink or eat between burning pain and stimulation paresthesia. The leads were pulled, and the trial was ended. The healthcare provider (hcp) referred the patient for an MRI. It was unknown whether the issue resolved. No further complications were reported/anticipated.

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Product ID 977d260, serial# (B)(6), product type: screening device. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. Product ID 977d260, serial# (B)(4), product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-19. It was reported that the burning pain was almost completely resolved after the leads were taken out before the patient left. The cause of burning was not determined. No further complications were reported/anticipated.